Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analyst commented, t-wave oversensing observed on save-to-disk. Unexpected shocks delivered, caused by t-wave oversensing. (B)(4).

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient received inappropriate shocks due to t-wave oversensing (twos). Re-programming/setting adjustments were recommended, and physician advised. No further patient complications have been reported as a result of this event.